Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. The battery cap contact was also corroded. Unable to verify for off no power alarm anomaly and unable to perform functional testing, including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart or operating current tests due to the blank display. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced power errors from their insulin pump. The patient's blood glucose level was 118 mg/dl at the time of the call. The customer did not return the product back for analysis.